Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and usb cable/ac adaptor have been returned on 4/15/2015 and 4/9/2015, respectively, and evaluated by lifescan product analysis on 4/20/2015 and 4/16/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The usb cable/ac adaptor were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had a power issue ¿ meter would power off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue had been occurring ¿intermittently¿ for a ¿couple of months¿. The patient manages their diabetes by self-adjusting their insulin intake based on subject meter results, and made no changes to their normal diabetes management routine as a result of the alleged product issue. The patient did not experience any symptoms as a result of the alleged power issue, but stated that they ate more food and/or drink to ensure that they did not become hypoglycemic. At the time of troubleshooting, the csr noted that the batteries did not need to be changed per the owner¿s booklet recommendation and it was confirmed that there was no misuse of the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.